Manufacturer narrative:
(B)(6). The device was returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The distributor reported that there was no power to the pump. The display screen was blank and there were no audible tones. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): there was evidence of internal moisture damage visible through the display lens. Investigation revealed a missing bolus button cover, with signs of corrosion around the bolus button contact and a bolus button leak. The pump would not power on when a battery was inserted. There was evidence of moisture damage found on power terminals, the vibration motor, and the pcb. The complaint regarding the power issue could not be adequately investigated due to moisture damage. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.